Event description:
The customer stated that the pathologist questioned another falsely elevated architect troponin result on a sample (pt#2) with an initial result of 0.037ng/ml run on the old lot 08650un13 / sample was repeated on new lot 46370un13 and generated a result of 0.018ng/ml. The customer uses a cut-off for troponin of 0.028ng/ml. There was no adverse impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An eval is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed discrepant and erratic patient results, while using architect stat troponin-I, list 2k41-37, lots 08650un13 and 46370un13. A review of customer complaints for lots 08650un13 and 46370un13 did not identify an increase in complaint activity. Accuracy testing was completed using retained kits of reagent lots 08650un13 and 46370un13. The testing was within specification for each reagent lot, which demonstrated acceptance criteria was met indicating acceptable product performance. A review of limitations of the procedure section of the architect stat troponin-I package insert and the specimen collection and preparation for analysis section addresses the customer's issue and provides conditions that may cause erroneous results. Additionally, irregularities in the trigger / pretrigger station of the architect I system have resulted in per the architect poorer functional sensitivity in the architect stat troponin-I assay. If poor precision performance is suspected in the architect stat troponin-I assay, the trigger / pretrigger station should be checked for sub-optimal hardware, such as cracked straws and / or leaking valves, and repaired. A deficiency was not identified as panel testing shows that the likely cause lots performs per specification. There is not enough information to reasonably suggest a malfunction since the issue involves discreet samples. No additional issues were identified; no further action is required at this time.